Event description:
According to the reporter: occurred during a total gastrectomy. The surgeon after firing the stapler he fully rotated the twist know twice and heard a click sound, but the anvil was not tilted. The surgeon pushed the device back and forth a few times and then removed the device from patient. The donuts were complete. Leakage was reported after surgery. Patient status is alive, no injury.